Event description:
Rptr indicted that device was explanted per pt request. Pt was having increased depression. Physician did not believe that increased depression was caused by the ncp system. Further investigation revealed that the generator had migrated into the pt's neck. Pt reported that physician implanted both the generator and the led through one incision in pt's neck.